Event description:
Customer reported via phone call that insulin pump continued to rewind and was stuck in fill tubing. Customer reported of changing sites and also smelling strong insulin odor. Customer reported that blood glucose was low and treated with glucagon shot. Troubleshooting could not be performed because phone call was dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.